Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (no power) issue. The reporter alleged that the pump had no power. It was noted that a new battery was inserted into the pump, but the pump would not power on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 08/11/2014. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: during testing, the pump was unresponsive with the returned battery cap. The returned battery cap contact did not meet the normal height and width specifications. The investigation was completed with a test battery cap. The battery compartment was cracked. The pump powered on with the test battery cap. There were no unexplainable pump reboots observed in the black box. The pump was powered on for 24 hours with the test cap and no reboot, loss of power or call service alarms were duplicated. The pump case was removed and no evidence of moisture or loose components inside the pump was observed. Unrelated to the initial complaint, the display was dim and discolored.